Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Field service was not dispatched to the site to evaluate the instrument as technical support was able to assist in additional training of the customer regarding interpretation of results. There were no further issues reported related to the reported event. The most probable cause of the reported event was due to differences in quality control measures of the different labs used to report out results.

Event description:
On (B)(6) 2017, a customer reported lower than usual testosterone test results on a patient with their aia-360 analyzer. The customer reported that the male patient's results had been running 1400-1600ng/dl for many years and after sending the same sample to the reference lab, it resulted in results of 426 ng/ml. Technical support (tss) informed the customer that all details must be considered when comparing results. The patient's current medication therapy, the method used to evaluate the sample, and the reporting result units are some factors. The customer stated that all controls were in range and there were noted analyzer issues. The patient's medications and other therapies were unknown. Additionally, tss explained that normal ranges were different from reference ranges. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.